Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error , low battery, power loss alarm, and replace battery now alarm. The power management tool confirmed power error, low battery, power loss alarm, replace battery now alarm was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a power error detected. The customer¿s blood glucose level was unknown. The customer stated that the pump was getting a lot of errors within 2 days, and also reported that there are multiple power interruptions on the same day. The customer replaced the battery on september 13 2017, at 2:03 am and inserted a battery 2:02 am insert battery 2:00 am power error was detected. The insulin pump will be returned for analysis.